Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between october 06, 2018 - october 08, 2018. One (1) actual and six (6) unopened companion samples were received for evaluation. The second actual reported sample was not received for evaluation; therefore, a device analysis could not be completed for that device. The actual sample that was returned was received leaking inside a ziplock bag. The unit was drained and visual inspection was performed on the actual sample and the companion samples, which did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which revealed a spike port cap leak in the actual sample and one of the unopened companion samples. The reported problem was verified in the two samples (1 actual and 1 companion). The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.